Event description:
It has been reported to philips that cine was not functioning. There was no reported patient or user harm. A philips field service engineer replaced the image hard disk which returned the device to use in a good working condition. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the cine was not functioning. The issue was resolved by restarting the system. Analysis of the system log file showed that there was malfunction with the frontal ippc. During troubleshooting, the fse found that the hard disk was full, and the hard disk develops bad sector. The fse recreated image hard disk. After that, the system was returned to use in good working order. The issue reoccurred after some days and the fse refilled oil in the cooling unit in the subsequent case ((B)(4)) to resolve the issue. The codes were updated based on the investigation outcome.